Manufacturer narrative:
Another country product manager indicates that the customer is using a large amount of chloraprep solution which they feel must be making the material more brittle. The tyco healthcare/kendall sales rep and product manager have previously conducted a visit in 2007 to this facility in order to assess and train the medical staff on proper cleaning protocols for this product. The proper cleaning protocol was discussed with the quality team leader for the neonatal intensive care unit, and add'l medical staff. The plant is in the process of an ongoing investigation concerning the cleaning protocols that are used in this facility for the uvc's. Upon completion of investigation, a follow up report will be submitted.

Event description:
It was reported to tyco healthcare/kendall in 2007 that a customer had a problem with an umbilical vessel catheter. The customer reports that the catheter had a hole in it. The line was inserted on the month before, and this occurred 5 days later. Following this event the line was removed and the pt had a piv started. The pt was transferred back to a level 2 center a few days later.